Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 10 atmospheres within 10 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.